Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located 1 similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 5.1 had several cubie pockets not detected on bus. A field service engineer (fse) used the diagnostics tool to identify that the cubie pockets had been removed, which triggered a "not detected on bus" error in the system. To address this, the fse worked with the customer to refill the empty slots with new cubie pockets, restoring the required hardware configuration. The system functioned as intended after the fse repaired the device.